Manufacturer narrative:
Date of event: exact date unknown, event occurred about a year ago from the date the manufacturer became aware of the event. Explant date: 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8352-70, serial: (B)(4), batch: 21280284.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.